Event description:
It was reported that during a procedure a cardiac tamponade occurred in the patient's left atrium while utilizing the acqguide max 2.0 sheath and acqcross max transseptal. The tamponade was slow leaking. Reportedly, the physician suspected the cause of the event was the .032 guidewire. An acutus representative made multiple attempts to obtain additional information regarding the issue however further information was unable to be obtained.

Manufacturer narrative:
Acutus medical, inc. Indicated patient age as 50 since acutus medical was not provided with that information. Product was discarded and not available for evaluation.